Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes there were no device anomalies with the returned device. The reported allegations of infection could not be confirmed through product analysis. The reported patient symptom is a known risk associated with ams 700 procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The cylinders were visually and microscopically tested; however, no anomalies were noted. The cylinders performed within specification. Visual and microscopical inspection of the pump did not reveal any damages. The pump performed within specification. The reservoir was visually, microscopically and functionally tested, revealing no anomalies. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists infection as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp) and after a failed course of antibiotic treatment, an explant procedure was performed. The physician did not believe the device caused the infection and there were no device issues with the explanted components. The patient was expected to fully recover following the intervention.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp) and after a failed course of antibiotic treatment, an explant procedure was performed. The physician did not believe the device caused the infection and there were no device issues with the explanted components. The patient was expected to fully recover following the intervention.